Manufacturer narrative:
D9: 19-dec-2024. H3: one pump was returned for analysis in used condition. Visual inspection showed the plunger case was cracked. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the alarm history confirmed the customer reported issue. Functional testing also duplicated the reported issue. The cause was identified to be the primary speaker was going bad. The primary speaker was replaced to address the primary audible alarm issue. To address the broken clutch complaint, the plunger tube and carriage were replaced due to broken fasteners.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has a broken clutch, and also displays a primary audible alarm. There was unknown patient involvement.